Event description:
Customer reported, the auto technique will intermittently drive to maximum on its own.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable. System operates as intended.